Manufacturer narrative:
Unique device identification (UDI) #: (B)(4). The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the test for programming, leak, reflux and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the programing problem reported by the customer could have been due to biological debris and protein buildup interfering with the valve mechanism, at the time of investigation, no issues were found.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve over drainage: the valve was implanted via l-p shunt on (B)(6) 2020 with an initial setting of 70mmh2o. The valve was used with the silascon lumbar catheter. After 2 weeks from the procedure, over drainage and subdural hematoma were observed. Medical staff tried to change the setting with a programmer and it was unsuccessful. Then, neodymium magnet was applied; however, the setting could not be changed. Therefore, it was replaced with a new valve on (B)(6) 2020.